Event description:
It is reported that during a feeding tube placement, the tube came apart at a connection and passed into the pt's stomach. The device was expelled rectally days following the event. No product was returned for evaluation.